Event description:
It was reported that the tip broke off during surgery. It was further reported that there was no adverse consequences to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.